Event description:
Imaging technologist opened sealed package containing bd 10 ml syringe luer-lok tip syringe lot # 1111465, exp date: 03/31/2026, (B)(4) and drew up medication into syringe. Technologist noticed foreign body / debris floating inside chamber of syringe. Diagnosis for use: breast biopsy.